Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. No error which related to customer reported problem was found in event log history. During analysis, the reported issue was able to be duplicated. Unable to upload the configuration from base to head (main pcb been replaced by customer). Service identified some contamination on interconnect pcb. Service replaced interconnect pcb. Performed pm maintenance and all functional testing.

Event description:
It was reported that the interconnect board is damaged. Not uploading configs after main pcb replacement.